Event description:
The contact statede that the customer had received erratic blood glucose readings. The customer tested and received a reading of 43 mg/dl. She retested within 3 minutes and received a reading of 178 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. Customer service sent control solution for further troubleshooting. No product will be returned at this time.